Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was chopping wood with a friend in a private forest on (B)(6) 2021 and he did not notice the infusion device displayed an electronic error message right away. When the patient started to feel dizzy, he noticed the error message on the infusion device. The patient changed the battery, but that did not resolve the issue. The patient drove home with his friend and he vomited. The patient's friend contacted the paramedics since the patient was about to go into a coma. The blood glucose results were not provided. The type of treatment the patient received at the hospital was unknown. The patient was currently still in the intensive care unit at the hospital.